Event description:
Boston scientific received information that this patient presented to the hospital due to oversensing on the right ventricular (rv) lead resulting in asystole. As a result, the patient required cardiopulmonary resuscitation and the patient was hospitalized. As a result, programming changes were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.